Event description:
Dexcom g7 15 day premature sensor failure 4th (possibly 5th) occurence in 3-4 months with most recent event resulting in severe hypoglycemia of 42 mg/dl, discovered via a separate manual blood glucose test and self treated with juice.